Event description:
It was reported that during an ion transbronchial lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube. The patient had a medical history of smoking and severe emphysema/copd. The targeted lesion measured 8 mm in size and was located in the right lobe on the fissure. The patient remained stable throughout the procedure; however, after the ion portion, during the ebus portion, oxygen saturation was noted to be slightly low. A cbct scan was performed, and a small pneumothorax was identified. A 14 french chest tube was inserted. The lesion was assessed as malignant (small cell cancer/adenocarcinoma). The physician attributed the cause of the pneumothorax to the location of the nodule because it was high risk for a pneumothorax. The patient was monitored overnight for less than 24 hours and then discharged home. Per the physician, there was no issue with the ion system, instrument, or accessory. The procedure was completed with no complications and/or delays.

Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.